Manufacturer narrative:
The reagent lot number is 765185. The expiration date was not provided. A general reagent issue was excluded. The field service representative replaced and adjusted the probe, cleaned the vacuum system, cleaned the probe of the drying system, readjusted the cell rinse levels, adjusted the cuvette wash, and confirmed the gear head pressure was correct. After calibration, qc, and tests were performed, it was confirmed the module was performing within specifications. Insufficient operator maintenance could not be excluded. It appeared the service actions resolved the issue. An exact root cause could not be determined.

Event description:
There was an allegation of questionable tina-quant hemoglobin a1cdx gen. 3 results for 1 patient sample on a cobas c 513 analyzer. The initial result was 10.97%. On (B)(6) 2024 the repeated result was 5.76%. The initial result was questioned and the sample was repeated. The results were reported outside the laboratory.